Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter and serviced by a service technician. This is an ancillary service event. The root cause of damage to the power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.